Event description:
It was reported to the manufacturer by the end user, per the end user, "patient has fallen off mattress and the facility is stating it is due to mattress malfunction." The patient did not sustain any injuries. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.